Manufacturer narrative:
The terminal block was not secured and the root of the cable fatigued, causing arcing and ignition.

Event description:
During a scan the operator heard abnormal sounds and entered the scan room. The operator smelled smoke and evacuated the patient to a safe place. Fire inside the system was visible through a gap in the system covers, and the emergency run down switch was pressed to deenergize the magnet. The operator extinguished the fire and called the fire department. This incident did not result in the spread of fire or any personal injuries.

Manufacturer narrative:
The investigation confirmed there was burnout near the terminal block. This occurred because the terminal block used to connect the power cable was not properly secured. This caused repeated stress on the power cable and terminal block. The stress exceeded expectation and concentrated in the twisted wires of the power cable, causing the wires to disconnect. The twisted wire disconnection caused arc discharge, the twisted wires melted and fell down onto the parts securing the power cable, resulting in ignition. During installation, the screws securing the terminal block were not sufficiently tightened. This caused them to loosen during system operation leading to the terminal block being improperly secured. Installation documentation, the installation quality check sheet, has been updated to add a check for the proper tightening of bolts. For sites using the applicable systems, emergency inspections have been conducted to confirm that the securing screws of the terminal block are correctly tightened.

Event description:
During a scan the operator heard abnormal sounds and entered the scan room. The operator smelled smoke and evacuated the patient to a safe place. Fire inside the system was visible through a gap in the system covers, and the emergency run down switch was pressed to deenergize the magnet. The operator extinguished the fire and called the fire department. This incident did not result in the spread of fire or any personal injuries.